Event description:
It was reported that the remb sagittal saw displayed an overheating message on the console during a case. A back-up device was used to complete the case without patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, the sockets were found to be corroded. The presence of corrosion in the sockets could cause or contribute to the handpiece displaying the overheating warning message on the console.